Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, weak battery and blank display. The customer's blood glucose value was 126 mg/dl. The customer stated that the batteries did not last more than 1 week. The customer stated that the pump froze and the buttons did not work for a while. The customer received weak battery alert after battery insert. The product was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to problem isolated on the motherboard. Unable to verify low battery alarm, weak battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to blank display.